Event description:
Post mi, reinfarcting. Placed on epinepherine drip. Pump programmed for another co's syringe. During infusion pump alarmed and read "mismatched size". While trouble shooting and replacing pump, bp & hr dropped. Went into asystole. No capture with external pacer. Code without response. On ventilator, bretylium and dopamine at time of epi drip. Critical condition.